Manufacturer narrative:
The sample was returned to vygon us and was forwarded to the manufacturer, vygon (B)(4) for evaluation. A follow-up report will be sent within thirty days of completion of the complaint investigation.

Event description:
Clinician stated that after the catheter was removed it was broken, and that a 5ml syringe was used to flush the catheter. The instructions for use caution against using syringes smaller than 10ml due to generation of very high pressures. The patient did not experience any problems as a result of the product problem.